Event description:
It was reported that a hole was observed in the sterile product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were two lot no's of product associated with this complaint (B)(4) (5 items) and (B)(4) (1 item). It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.